Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported high blood glucose. Customer stated that he took bolus; his blood glucose was 300 mg/dl and currently 430 mg/dl. Troubleshooting was done. Customer's blood glucose was 430 mg/dl. Customer stated treated high blood glucose. Customer stated he does not have extra infusion set. Customer stated that his blood glucose now was 340 mg/dl. Customer hung up before the call could continue. No further information provided.